Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: no, lens remains implanted. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -13.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The reporter stated at one-day post-op, the patient returned with closed angles and high pressure (40mmhg). The peripheral iridectomies (pis) were patent, but the surgeon performed 2 additional pis and dilated the pupils. A couple of hours later, the vault was good and the pressure was in the 20s. To date the vault is still a little high but the patient is doing well. The lens remains implanted and the patient will be monitored.

Manufacturer narrative:
Event problem and evaluation codes: (B)(4). Result code(s): (operational problem) : a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).